Manufacturer narrative:
It was reported that the physician had to manually retrieve from the patient's rectum the detached brush head of the endoscopic cleaning brush. Per report, during cleaning of the endoscopes, the endoscopic cleaning brush head detached from the tubing and was lodged on the endoscope which was used on the patient. Reportedly, abrasions to the colon of the patient were noted but there was no perforation. The patient did not require additional sedation as a result of this incident. It was reported that the reporting facility's quality control nurse followed up with patient the day after the procedure and all seems to be fine. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was not returned for evaluation. It was confirmed that the endoscopic cleaning brush involved in this event belongs to a recalled lot. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the physician had to manually retrieve from the patient's rectum the detached brush head of the endoscopic cleaning brush.